Event description:
It was reported that a right atrial (ra) lead could not be implanted during a procedure. Upon deployment, the terminal end of the lead appeared bent. It was further reported that the physician claimed responsibility. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.